Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan to report the one touch select meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient took no actions based on this meter issue. Three days later, the patient experienced the symptom of "cold sweats". The patient did not seek any medical attention or treatment. The patient manages her diabetes with insulin taken on a sliding scale. Troubleshooting revealed the patient's test strips were correct and the patient had correctly replaced the meter's battery. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the reported meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k072543.